Event description:
Per sorin inc, this lead was capped on (B)(6) 2015 due to a fracture. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.